Event description:
After a few weeks, on post operative x-rays, it was discovered the lt - cage device had backed out a few millimeters. There was a revision surgery, in which the surgeon entered through the same incision, and encountered numerous blood vessels and fibrous tissue. During this surgery, the patient lost 6000cc's of blood. There has been no report of any permanent injury.